Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented in the operating room due to device explant procedure. During the procedure upon fluoroscopy imaging, externalized conductors were observed on the rv lead. No other electrical anomalies were observed. Lead remains implanted. Patient was stable and will continue to be monitored normally.